Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "coded." Per a heart rate monitor, the patient's heart rate appeared to be at thirty beats per minute. It is unknown why the patient's heart rate was so low and no issues with the patient's implantable cardioverter defibrillator (ICD) or right ventricular (rv) lead were able to be identified. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.